Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4). Final analysis found that the lead body was bent and the re cable was fractured at 77.8cm from the connector pin. This likely caused the reported complaint in the field.

Event description:
New information indicated the lead was explanted and replaced.

Event description:
It was reported that the left ventricular lead exhibited high impedance in (B)(6) 2014. No intervention was reported.